Manufacturer narrative:
Submit date: 09/12/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports this returned catheter below the y-junction of the two ports, leaked when flushing the 20g primary (clear) side, but did not leak when flushing 23g secondary (blue) side. There appears to be a hole or gouge in the line at the point of leaking. The uvc has a hole in it. It was in place for 6 days before the hole was noted.

Manufacturer narrative:
Brand name was originally reported as 3.5fr dual-lumen uvc cath and should be 5fr dual-lumen uvc cath. Model# and catalog#: originally reported as 8888160531 and should be 8888160556 .

Manufacturer narrative:
Submit date: 9/26/2016. Date of event: originally reported as (B)(6) 2016 and should be (B)(6) 2016. Additional information was received from the customer.

Event description:
The customer further reports that the uvc was leaking at the 10cm mark. Chg was used to clean the skin area and the area completely dried prior to insertion. There were no difficulties noted in line placement. It was not difficult to secure and was secured with sutures. The uvc was inserted (B)(6) 2016. Each line was flushed on a regular basis. Either a 12ml ns or 6ml heparin was used to flush the lines depending on what was infused. Chg was used on a needless connector cap for cleaning. The tubing was not cleaned. The uvc was removed (B)(6) 2016. A piv was placed until additional central access could be obtained. Patient was discharged.

Manufacturer narrative:
Submit date: 11/17/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.